Manufacturer narrative:
Results evals: investigation: smith medical intl's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample found that the inflation line was torn at the entry into the inflation lumen. A review of our complaints history confirmed this to be the first complaint for these two possible product lots and the first complaint of this nature for this product code. A further review of manufacturing records confirmed the presence of a cuff inflation check carried out on 100% of this line. Root cause: the fracture in the inflation line appears to have been caused through fatigue in use. This can be related to the use of excess bonding solvent; however, there is no evidence of pvc degradation. In view of the above, we feel the most likely cause for this breakage is excessive manipulation - undue stress on the joint has caused this tube to tear. As a precautionary measure, we have advised our manufacturing personnel of this incident. This report has been logged for trending.